Event description:
Olympus was informed that during a lymph node biopsy procedure, the needle broke off inside the patient. The broken piece was retrieved with a force and the intended procedure was successfully completed using a different aspiration needle. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is available at a later time or if the device is returned for evaluation, this report will be supplemented.